Manufacturer narrative:
Approximate age of device - 2 years, 3 days. The explanted device is expected to be returned for analysis. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that due to rising lactate dehydrogenase, the patient underwent a pump exchange on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device was not returned by the hospital. A correlation between the device and the reported elevated ldh and thrombus could not be conclusively determined. The instructions for use lists thrombus and hemolysis as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. The patient remains ongoing on vad support. No product available for investigation.

Event description:
Additional information: it was reported that upon explant, a clot was visualized at the inflow stator. The pump was disposed of and therefore not returned for evaluation.